Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure heparin was not administrated to the patient at the right time. A clot developed at the end of the was when trying to navigate the pigtail catheter in the laa. The clot was successfully aspirated, and the procedure was completed without further incident. The patient made a full recovery.